Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain . It was reported the coverage had changed, but there was still somewhat adequate coverage. The patient had a fall in (B)(6) of 2016. The patient didn¿t correlate the fall to the therapy change. Fluoroscopy showed the right lead migrated down. Programming was done on the higher lead to capture coverage. It was unknown if the issue was resolved and if surgical intervention was going to take place. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-jan-19. The rep indicated that programming resolved the issue and no surgical intervention was needed. No further complications were reported/are anticipated.